Event description:
A distributor in france reported an issue with a pump, where the "t" button was faulty and required hard pressing to turn the pump on or off. There was no adverse impact to the customer's blood glucose level as no information was available. The distributor was awaiting the return of the device for further inspection, and a replacement pump was already provided to address the issue.